Manufacturer narrative:
The device was returned to olympus and the auxiliary channel is clogged with foreign material. This complaint is most likely the result of insufficient reprocessing. During inspection and testing the following was also found: due to deformation of grip, water tightness is lost. The scope cover is deformed and discolored, the air water cylinder is discolored, the forceps channel port is dirty, the scope connector cover unit is dirty due to water leakage. Due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Leakage found in the grip, the connection cover is deformed, the objective lens has a scratch, the light guide lens has a crack, the adhesive on the bending section cover, the connecting tube has a scratch, the cord of the universal coat is peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the auxiliary channel was clogged with foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.